Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 146 mg/dl at the time of the incident. Customer stated that the part of the insulin pump where reservoir locks in has broken. Customer was assisted with troubleshooting for damage. Customer stated the insulin pump was missing pieces and had cracks in the reservoir compartment and the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.